Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-03325 / 03326, 03418).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, acetabular osteolysis and elevated metal ion levels were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, acetabular osteolysis, leg length discrepancy, left acetabular malposition, left sclerosis within the acetabulum, and elevated metal ion levels were noted. In addition, patient reported left leg numbness. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision for either side.